Event description:
It was reported that the monitor did not turn on. The issue was identified during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: disconnection in the switching regulator. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to disconnection in switching regulator, the power cannot be turned on should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.